Manufacturer narrative:
Updated fields: h3, h6, and h11. Corrected field: g3. The initial report¿s g3 annex should have been august 1st, 2024. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation and available information, it is likely that the biopsy channel port was shaved by coiled shaft of cleaning brushes while inserting/retrieving the brushes. However, a definitive root cause could not be established. The event can be detected/prevented by following the instructions for use which state: labeling: the event is detectable by performing the following inspection in IFU. Instructions 3.2 preparation and inspection of the endoscope. Inspection of the endoscope. Inspect the control section and the endoscope connector for excessive scratching. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the forceps channel port of the bronchofiberscope was shaved. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.